Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the admit discharge transfer (adt) was not connecting. A technical support specialist (tss) dialed into the care fusion coordination engine (cce) and identified that the cce service was stopped. The service was configured to restart automatically upon failure, and the database memory allocation was corrected from an incorrect 2.17 tb to 5000 mb based on available cce memory. The cce service was then restarted, which resolved the issue. It was noted that hospital information technology team (hit) had rebooted the cce two days earlier, which temporarily restored service. Approval was received from the pharmacy to mark the case complete, with reference to this case if the issue reoccurs. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that active directory was not connecting and multiple patients were not propagating to all stations. The customer noted that the same error message appeared on the health sight viewer external system, indicated meditech_adt_rx was down. The issue reportedly began approximately four hours ago. The customer confirmed that hit had rebooted the adt system; however, the issue persists. While patients were visible on the server, users were unable to view them on the pyxis stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.